Event description:
Uf reported the hub on the catheter was leaking and physician was unable to deploy the stent. The target vessel was the iliac. The icast was being used to treat a previously placed stent that had restenosed. No other stent of the correct size was available at that time. The physician angioplastied the restenosed stent.

Manufacturer narrative:
MFR device eval: the returned stent was still in position and securely crimped to the balloon. The balloon cones showed no signs of inflation. A 20 cc inflation device was attached to the balloon inflation port of the catheter manifold. Upon initial inflation, a small amount of water came out of the guidewire port of the manifold. Pressure was applied up to 8 atm, fully deploying the stent. During the ramp up to 8 atm inflation, a small amount of water beaded up through the guidewire port. The pressure was applied further up to 12 atm. Pressure was maintained, but began to drop by one-half an atmosphere every 15 seconds. Upon inspection of the manifold, it appears that there is a small air gap in the adhesive bond that is allowing a small amount of fluid pass through. Summary/conclusion: the device, although having a small leak in the manifold, was able to successfully deploy the stent at 8 atm and 12 atm pressures. Manufacturing 100% pressure tests every catheter by (B)(4). The lot history record was reviewed and the product met its specs at the time of release to distribution. Product complaints were reviewed and there were no other reports of product problems for the lot. Based on the investigation and record reviews, a root cause cannot be determined.